Event description:
A surgeon reporting that an intraocular lens (iol) appeared to be slightly posterior the day following the implant procedure. He examined the pt further with a gonio lens and found that the leading haptic was twisted and coming forward but still in the bag. At the one week postoperative visit the iol remains displaced but has not changed or moved since it was first observed. The target was plano and the pt has about a half a diopter of myopia. The pt has not noticed a problem. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).